Event description:
The user facility reported a 64-year-old male with congestive heart failure was implanted with an impella 5.5 as a bridge to transplant. During support, a leak was noticed at the purge luer of the impella 5.5 pump. The purge cassette was changed with no resolution of the leak. At this time, the leak is minimal and is not impacting the purge pressures or purge flows. The attending physician is aware and has expressed not to change the purge cassettes as the patient is getting offers for orthotopic heart transplant and he does not want to exacerbate the problem.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation for the reported purge leak-pump has been completed. The pump was returned for evaluation. Upon visual inspection, no abnormalities were observed. The pump was run through de-air and no leaks were reproduced. The retainer cover was removed, a syringe with colored fluid was connected to the yellow luer, high pressure was applied and no leaks were reproduced. The data logs showed no abnormalities. The root cause of the purge leak-pump was a damaged sidearm yellow luer but the cause of the damage was not determined as the issue could not be reproduced.